Event description:
It was reported the ez45g was used during a thoractomy with possible wedge resection. It was reported the device was inserted into the plueral cavity and placed across the lung tissue. The surgeon was not happy with the stapler placement so before firing he tried to use the release button to open the jaws but the jaws would not open. The white handle returned to its original position but the jaws still would not open. Eventually the white handle was pulled and the jaws opened. Another ez45g was opened to complete the case. There was no consequence to the pt.